Event description:
The customer reported that the extension set became disconnected from the patient's peripheral catheter and leaked a large amount of blood.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
The customer report of the set disconnecting was not confirmed. Visual inspection observed no holes or tears on the tubing of the set and no cracks, breaks or crazing were noted on the components. Functional testing was performed; there was no disconnection from any of the mating devices. The root cause of the extension set disconnecting was not identified.